Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During hansson pin surgery, the tip of inner introducer was broken. It was used in an aggressive manner. Another hansson pin instrument set was prepared, the surgery was finished. The surgery was interrupted for about 2 hours.

Event description:
During hansson pin surgery, the tip of inner introducer was broken. It was used in an aggressive manner. Another hansson pin instrument set was prepared, the surgery was finished. The surgery was interrupted for about 2 hours.

Manufacturer narrative:
Evaluation summary: the reported event that the tip of the inner introducer broke could be confirmed since the returned device matches the reported failure. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. It was reported by the rep that the device was used in an aggressive manner. Moreover, there are some marks on the grip of the device which indicate the introducer was hit. The labeling review shows: the hook is activated by turning the introducer handle clockwise whilst gently pushing medially on the introducer assembly, to avoid inadvertent lateralization of the pin position. Continue turning the introducer handle to completely deploy the hook using image intensification. A mechanical stop is provided by the inner introducer, at the point when the hook is fully deployed. Based on investigation results, this case could be classified as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.